Manufacturer narrative:
(B)(4). Batch # m53z87. The analysis results found that the ntlc75 instrument was received in good visual condition and with a cartridge reload loaded in the instrument. The cartridge reload was received with the knife shroud damaged; this damage is consistent with an improper loading of the reload. When loading the instrument, insert the cartridge by placing the alignment tabs into the alignment slots and pivoting the cartridge onto the cartridge fork. Snap the cartridge into position. If the reload is loaded improperly, it can result in damage to the knife shroud. This may appear as the device not closing or difficult to close. Please reference the instruction for use for more information. Further inspection of the device showed that the anvil shroud was damaged and both bearings were missing from the device. No functional test was performed due the condition of the device. It is possible that the damaged to the shroud was due to an improper handling of the device. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the firing knob did not move forward at the 1st firing. Another device was used to complete the case. There were no adverse consequences to the patient.